Event description:
The customer stated that a physician reported that on the surgical unit, one of her gyn patient¿s pca tubing was leaking on the floor. There was no report of patient harm or medical intervention. The reporter stated that no further patient or event info is available.

Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the MFR. Unable to determine the cause of the reported leak. The customer reported that the set was not saved and is not available for eval.